Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil of the instrument was observed to be separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The anvil plunger was disengaged and broken. It was reported that the instrument broke and the anvil was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to forcing the closure of the instrument after firing forcing the anvil to its original position damaging the anvil. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to attaching the anvil to the instrument, verify that the instrument integrated trocar has advanced fully through the tissue and that the orange band is visible. If the orange band is not visible, proper assembly of the instrument and anvil may be compromised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the thoracoscopic esophageal malignant tumor surgery, when on esophageal anastomosis (esophagojejunostomy), it was found that some parts of the anvil appeared to have been damaged. Treatment intervention was not performed. There was no patient injury.

Event description:
According to the reporter, during the thoracoscopic esophageal malignant tumor surgery, when on esophageal anastomosis (esophagojejunostomy), it was found that the anvil got broken and the anvil portion of the device either partially or fully detached from the rest of the device. As the breakage occurred after the anastomosis was completed, no medical intervention was performed and the surgery was completed. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.